Event description:
During banding of esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The blue hook came off and separated from the guide wire (ie loading catheter). The hook was still on the string and did not have to be removed from the pt (ie because the blue hook was removed from the endoscope channel during the loading process outside the pt). Another set was opened and used without difficulty to complete the procedure. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The handle with barrel and bands attached were returned along with the trigger cord and one blue hook attached. The blue hook was situated next to the knot of the trigger cord. The returned blue hook was measured and verified to be within the appropriate mfg spec. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual insp to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.